Event description:
It was reported that the brake failed to lock on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro was selected for use in a percutaneous coronary intervention (pci). During the course of the procedure, it was noted the wire lock did not engage, even during ablation, and the wire behavior was not as expected. The device was removed as usual, and the procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. The rotawire used in the procedure was not returned; a test wire was used for analysis. The rotawire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the brake engaged when the ablation button (knob switch) was pressed and held the wire in place. Product analysis did not confirm the reported event, as the test wire was not able to move when the ablation button was pressed. No other issues were identified during the product analysis.

Event description:
It was reported that the brake failed to lock on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro was selected for use in a percutaneous coronary intervention (pci). During the course of the procedure, it was noted the wire lock did not engage, even during ablation, and the wire behavior was not as expected. The device was removed as usual, and the procedure was completed with another of the same device. There was no patient injury reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.